Manufacturer narrative:
Pinch valve tubing was last replaced by the field service engineer (fse) during a preventive maintenance visit on 30-oct-2019. Liquid flow cleaning was last performed on 24-nov-2019. The customer stated the analyzer is run with the lid open. The customer was advised the lid should be closed at all times while running patient samples. The customer stated other patients had been tested for troponin I and the repeat results corresponded well to the original results. This one patient is the only one that doesn't correlate well. The customer performed precision testing on the e411 analyzer in question and the e601 module and the results were good for both instruments. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient tested for elecsys troponin I immunoassay (troponin I) on a cobas e 411 immunoassay analyzer. The initial result from the e411 analyzer was 0.03 ng/ml with a data flag. This result was reported outside of the laboratory. The initial sample was repeated twice on a cobas 6000 e 601 module with results of 0.581 ng/ml and 0.662 ng/ml. A second sample was obtained and the initial result from the e411 analyzer was 0.03 ng/ml with a data flag. This result was reported outside of the laboratory. The second sample was repeated twice on the e601 module with results of 0.423 ng/ml and 0.410 ng/ml. The repeat results from both samples were believed to be correct. The troponin I reagent lot number and expiration date were not provided.

Manufacturer narrative:
Section b3, date of event was corrected. Section b6 was updated. The troponin I reagent lot number was 386740. All troponin I results mentioned in the initial report of 0.03 ng/ml were incorrect. The results were actually 0.300 ng/ml. The following contains the corrected values from the event: two samples were obtained from the patient on (B)(6) 2019. Sample a was run 5 times on the e411 analyzer with results of 0.300 ng/ml with a data flag. Sample a was repeated twice on a cobas 6000 e 601 module with results of 0.581 ng/ml with a data flag and 0.662 ng/ml with a data flag. Sample b was run twice on the e411 analyzer with results of 0.300 ng/ml with a data flag. Sample b was repeated 3 times on the e601 module with results of 0.410 ng/ml with a data flag, 0.413 ng/ml with a data flag and 0.423 ng/ml with a data flag. The service engineer adjusted the sample probe, fished/adjusted the tubing, and adjusted the pmt-hv. The service action resolved the issue at the customer site.